Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Initial implant date: unknown. Reported event was confirmed by review of photographs. It can be confirmed from the photos that femoral stem is disconnected from the femoral and the shaft that connects to the femoral component is bent / deformed. The femoral component was seen with excessive bone growth. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of stem extension shows damage as well as gouging of the flutes. The visual inspection of rotating hinge femoral found the post to exhibit gouging, wear damage and cracked. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2019-00110 and 0001822565-2019-01242 report source: (B)(6). Initial implant date-unknown date, 2016. Concomitant medical products: stem extension straight long 12mm dia x 155mm length catalog#: 00598801112 lot#: 61434007, unknown tibial insert catalog#: ni lot#: ni, unknown tibial tray catalog#: ni lot#: ni, unknown, unknown stem catalog#: ni lot#: ni. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent knee arthroplasty. Subsequently, patient was revised due to loosening, disassociation of the femur from the stem, metallosis, and damage to the product.